Event description:
A medtronic representative reported while a surgeon was performing a t5 - t10 posterior fusion minimally invasively using the longitude screw system. After using the pak needle to place k-wires in t10, t9 and t8, the pak needle broke while he was hammering it into t6. The patient had relatively hard bone and the surgeon was using a mallet to tap in the pak needle. No impact to the patient was reported.

Manufacturer narrative:
Investigation involved visual inspection of the device after surgery. No return is expected since it was a single use device. As per the reported event, the device broke while "hammering it" therefore a use error contributed to the event.